Event description:
It was reported to medtronic minimed that the customer experienced insulin pump act button was difficult to press because the button no longer has a smooth surface to press on it.the customer reported no adverse event. The event involved product(s) mmt-508luc. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-508luc was requested and the device was returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response on the act button. The keypad overlay was removed to perform visual inspection and found flattened keypad dome (no crease). Test battery-cap locked properly into the pump case during testing. The following were noted during visual inspection: minor scratched lcd window. Button/keypad unresponsive was confirmed due to flattened keypad dome. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.